Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-25023. The patient had two leads with the same lot number. It was reported the patient's right side was not receiving stimulation and diagnostics showed high impedance values for the leads. As a result, the patient underwent surgical intervention. During the procedure both leads were explanted. The patient experienced a cerebrospinal fluid leak when the physician attempted to implant a replacement lead. In turn, the lead was removed and another lead was used/implanted successfully. Post-operation, the patient experienced a headache. Stimulation was restored post-operation and the explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.